Event description:
A discordant, falsely elevated adrenocorticotropic hormone (acth) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting as expected. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated acth result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse verified the functionality of the probe angle dispense, resistance on sample wheel, wash speeds and vacuum pump. Quality controls and precision were run, resulting within range. The cause of the discordant, falsely elevated acth result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.